Manufacturer narrative:
A service engineer (se) inspected the device and was unable to duplicate any problems with the power but did find loss of alternating power (ac) in the logs on multiple occasions. The se noted that there was no indication of ventilator malfunction. The se found error codes related to the compressor being inoperative and replaced the inlet filter (compressor muffler) to resolve the compressor issue. The unit passed testing and operated within the manufacturing specifications.

Event description:
It was reported that during use, a hospital power spike caused power loss in the 840 ventilator and the screen went dark. The patient was bagged and transferred to another ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the 806 compressor muffler (intake filter) was returned for failure investigation. A visual inspection revealed that the muffler/intake filter was speckled with darker color dirt/dust particles. The normally softer porous medium material appeared to have solidified more than normal which would cause an air flow obstruction. The intake filter was attached to the failure investigation test ventilator; the sound from the motor was lower than normal, indicative of an air inlet obstruction. With the compressor as the only air source to the ventilator, the unit failed the flow sensor calibration test with a ¿cannot achieve minimum air flow¿ message. The fault was caused by the obstructed medium material in the muffler/intake filter. If information is provided in the future, a supplemental report will be issued.